Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed flow testing three times. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the unit failed three accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.